Event description:
The customer reported to olympus, that the tip on the endoey e flex deflectable videoscope is leaking. During evaluation, the adhesive part of the objective lens had come off. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. Watertightness was not maintained due to holes in the curved rubber. In addition to the findings reported in event, scratches were found on the device, white scratches were found on the image, the curved rubber was missing and the video connector was crushed and cracked. Due to the elongation of the angle wire, the bending angle was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) glue was damaged and peeled off by stress of repeated use, external factors such as hitting, or handling. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the reporter, refer to b5.

Event description:
It was reported that the intended procedure was completed. Its unknown if the procedure was completed with the same or similar device.